Manufacturer narrative:
The customer reports that the cns (central nursing station) was rebooted four times by the nurse staff and now has no video output. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central nursing station) was rebooted four times by the nurse staff and now has no video output.

Manufacturer narrative:
The customer reports that the cns (central nursing station) was rebooted four times by the nurse staff and now has no video output. The unit was evaluated and the reported problem was duplicated. The problem is due to multiple improper shut downs. The unit was left on for about 15 minutes and the system started normally. The system was properly rebooted several times and the cns consistently booted up normally. Scan disk was run and all steps in maintenance check sheet of service manual were completed. The unit performed extended testing with bedside monitor, recorder, and printer. The unit has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.